Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increase threshold on right ventricular (rv) lead was noted. Diagnostic imaging was performed and confirmed dislodgement. The physician will continue to monitor the rv lead. The patient was in stable condition.